Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has performed on the returned reader and no issues were observed. Visual inspection has been performed on the returned adc usb port and the returned adc issued charging cable, the charging cable was observed to be burned on one side. Extended investigation has been performed. The reader powered on with the home button and with a new unsed adc charging cable. The reader was de-cased and visual inspection was performed on the pcba (printed circuit board assembly); no issues were observed. No signs of fire were observed. A power consumption test was performed, the current was measured at 0.16ma which was within the specifications of 0-1.0ma. Burning to the center of the outer sheath of the returned adc charging cable was observed. The returned adc charging cable was connected to a pc, with the returned reader and the connectivity was found to be intermittent. The observed damage to the cable is consistent with being misused with other usb compatible devices. Since the current draw from the returned reader is within specifications, the reader did not have sufficient power to cause the reported damage. Therefore, the issue is not confirmed to use due to misuse of the usb cable. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their adc device no longer charges due to a defective charging cable. The product was returned and investigated, and a burned charging cable was observed during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.